Event description:
A report was sent by the initial reporter to (B)(4). Copan diagnostics, as copan flock technologies us agent, received the report from FDA on 03/02/2015 as first and sole notification of the event. The description of the event in the report submitted by the user was as follows: "while obtaining a viral flue swab specimen, the snap off portion of the swab was retained in the left nare (nostril) of the patient. The physician (md) was informed. Nasal and nasopharyngeal suctioning was performed without successful object removal. The md used a fiberoptic scope to examine inside the nares without results. Device usage problem: device failed (e.g. Broken, couldn't get it to work or stopped working)" ref MFR #3002444944-2015-00003.